Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, yellow particles. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify crease smooth opening on anterior side. Delamination on diaphragm valve. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed a fold flaw opening. Delamination of the diaphragm valve assessed as adhesive failure. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "moderately thickened causing the implant to be displaced." Device has been explanted.